Manufacturer narrative:
One level 1 hotline blood and fluid warmer was returned for analysis. Upon visual inspection the enclosure was noted to be cracked, both covers cracked, and line cord was worn. The tank was filled with water, temp check attached, line cord was plugged in, and the unit was turned on; duplicating the complaint of leaking. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as the enclosure was cracked near the water tank.

Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer was reported to be leaking. There were no reported adverse effects.

Manufacturer narrative:
H6: patient code updated to reflect 2645.

Event description:
Additional information was received indicating that the device leaked along the bottom of the seem. There was no other physical damage. There was no patient involvement.